Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 1300 mg/dl with extreme drowsiness, confusion and was in and out of consciousness associated with an inaccurate delivery issue. Reportedly, the patient was taken to the hospital and admitted with diabetic ketoacidosis. The reporter stated that the patient was treated with insulin via pump, insulin via injection, IV fluids, glucagon treatment and other unspecified treatment. It was also reported that the patient had a high white blood cell count and was placed on antibiotics which caused a drop in blood pressure and resulted in the patient being placed on a ventilator. The reporter stated that the patient was discharged (B)(6) 2015. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged inaccurate delivery issue.